Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 122,805 joules. Also, it was reported that the gland was 40 ml in volume. The fiber tip (cap) was cleaned during the procedure. No pt injury was reported. The device was not returned for eval.